Manufacturer narrative:
The customer's cobas liat analyzer ((B)(4)) data was reviewed. The system¿s data analysis observed obstruction of the unit's optical path which is consistent with tube leaks, leading to false positive results in one or more channels. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). The analyzer has been requested to be returned but have not yet been received. (B)(4)

Event description:
The customer alleged discrepant results generated from the cobas liat system ((B)(4)) a customer from the united states reported that their cobas liat system ((B)(4) generated potential false positive results for 5 patients¿ samples using the cobas® sars-cov-2/influenza a/b assay. The customer reported that on (B)(6) 2021 an analysis of the cobas liat system ((B)(4)) data identified that on (B)(6) 2021 run #2531 made a potential false positive call for the influenza b and sars-cov-2 targets of the cobas® sars-cov-2/influenza a/b (scfa) assay. On (B)(6) 2021 run #3198 made a potential false positive call for the influenza b target of the cobas® sars-cov-2/influenza a/b (scfa) assay. On (B)(6) 2021run #3462 made a potential false positive call for the influenza b and sars-cov-2 targets of the cobas® sars-cov-2/influenza a/b (scfa) assay, also on (B)(6) 2021run #3465 made a potential false positive call for the influenza a target of the cobas® sars-cov-2/influenza a/b (scfa) assay. On (B)(6) 2021run #3535 made a potential false positive call for sars-cov-2, influenza a, and influenza b targets of the cobas® sars-cov-2/influenza a/b (scfa) assay. Patients¿ sample was collection method was not provided 3ml viral transport media was used. There was no allegation of harm to the patient. Unknown if results were reported out to the patient and/or personnel treating the patient. Five (5) mdrs will be filed one for each sample as per FDA guidance.